Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was observed. All other measurements are stable. The patient will continue to be monitored.